Manufacturer narrative:
(B)(4).

Event description:
It was reported that the head of the twinfix ultra pk 4.5mm anchor broke during insertion during collateral ligament repair. Surgery delay was less than 30 minutes. The anchor was removed from the patient and no additional holes were drilled as a result. A backup device was used to complete the surgery. No injury or complications reported.

Manufacturer narrative:
Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. The break area is bent and twisted. The inserter tines are also bent and twisted. The condition of the inserter and anchor are consistent with off axis insertion. Use error cannot be ruled out as a possible contributor to the event.